Event description:
Ventilator was connected to patient via mallinckrodt lo-pro tracheal tube cuffed with murphy eye. Ventilator stopped while it was being monitored. Patient was immediately switched to manual ventilation. Situation could not be duplicated in follow-up evaluationdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, pc board. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.